Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femoral, catalog #: 183004, lot #: j3943450, arcom series-a standard patella, catalog #: 184764, lot #: 928210, polished finned tibial tray, catalog #: 141252, lot #: 2017050502. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03352, 0001825034-2018-03353, 0001825034-2018-03354. Remains implanted.

Event description:
It was reported that the patient had undergone a washout with an evacuation of a hematoma plus wound exploration. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause is related to the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.